Event description:
Had breast implants in 2014, within the last 5 years I've become very sick. I have all breast implant illness symptoms. My health has completely depleted. I can not work. I'm sick every single day. Been in hospital many times with very little findings. Yet I'm completely sick and in so much pain. I have migraines, fibromyalgia, lupus, chronic fatigue, depressed, anxiety, very heavy periods, extremely emotional, extreme breast and chest pain, insomnia, tremors, stomach pains, diarrhea, dry eyes and mouth. Hair loss. Rash on body and face, the list goes on and on. I have been told I have breast implant illness and should have implants removed, I however can not afford it. I had an ultrasound done and have been told I have many cysts, tumors or silicone lumps. I was told to follow up for another scan in 2 months. FDA safety report ID# (B)(4).